Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device, dissect adhesions and to perform a bowel resection due to inflammation. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No specific device issue has been alleged, and no sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent incisional hernia repair. A bard/davol perfix plug was implanted in patient during this repair. On (B)(6) 2015: the patient underwent explant surgery of the perfix plug. Upon entering the abdomen physician noted ¿a loop of small bowel, probably ileum, that was adherent to this inflammatory process. There was also omentum that was adherent to the area that contained the mesh and this was dissected off, a portion of it was amputated and the omentum was ligated with vicryl ties. Once the mass freed from the fascia, it was attached only to the small bowel. The area of attachment to the small bowel was inflamed enough that I decided to perform a resection.¿ the patient continues to experience complications related to the mesh. He will likely require additional surgeries to repair the damage from the mesh product. The mesh implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.